Event description:
Reportedly the pt underwent a lobectomy procedure. After closing of thorax, the suture line broke with some minor bleeding. The pt was immediately resutured and the tissue treated. No further info available.